Event description:
The hospital reported that during the saphenous vein harvesting procedure, the pa was unable to achieve co2 gas flow through the short port. This occurred at the end of the procedure, so they just continued with the same unit. No patient complications were reported.